Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture (loc). Additionally, a farfield signal was observed from the ventricular channel on the ra channel. Capture was unable to be obtained by programming the device to aai 100 at maximum outputs. Boston scientific technical services (ts) discussed verifying the lead position. A chest x-ray was performed. The physician plans to review the x-ray and bring the patient back into the clinic on a future date for evaluation. No adverse patient effects were reported. This product remains implanted and in service.

Event description:
Additional information was received that the patient was seen for an in clinic follow up. Capture was still unable to be verified on the ra channel. X-ray imaging was reviewed and no anomalies were noted, however, a lead dislodgement was suspected. The device was programmed vdd.